Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdomen pain') in a 26-year-old female patient who had essure (batch no. 3009808013-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude". The patient's medical history included sweaty and benign ovarian cyst. Concurrent conditions included cervical cancer, breast pain, abdominal discomfort, kidney stone, cluster headaches, sore throat, streptococcal pharyngitis, upper limb wound, infection mrsa, skin rash, rash on leg, constipation, left upper quadrant pain, vomiting, nausea, diarrhea, blackout, feeling abnormal, acute upper respiratory tract infection, nasal congestion, dry cough, pain dull, menstruation frequent, irritability, pelvic pain, menstrual cycle prolonged, rectocele, uterine prolapse and perineoplasty. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine), ethinylestradiol;norgestimate (ortho tri-cyclen) from 2000 to 2005, etonogestrel (implanon) since (B)(6) 2010, ibuprofen from (B)(6) 2018 to (B)(6) 2018, medroxyprogesterone acetate (provera) from (B)(6) 2018 to (B)(6) 2018 and paracetamol (tylenol). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / heavy bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and back pain ("back pain"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2015, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("urinary problems or changes/ urinary"). On an unknown date, the patient experienced headache ("head pain") and pelvic pain ("pelvic pain"). The patient was treated with clindamycin, ethinylestradiol;levonorgestrel (seasonique) and surgery (hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, vaginal discharge, back pain and pelvic pain had resolved, the migraine was resolving and the headache outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2010 and (B)(6) 2010, hysterosalpingogram test was performed and the result was failure to occlude (close) fallopian tubes. Patient had the hsg test twice because the scar tissue did not bind around one of the essure implants the first time. Previously reported essure insertion date : (B)(6) 2010. Patient received treatment for pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: failure to occlude (close) fallopian tubes. First test showed that my tubes weren't closed. He said to come back in 2 months for another test.; on (B)(6) 2010: failure to occlude (close) fallopian tubes. First test showed that my tubes weren't closed. He said to come back in 2 months for another test. Pathology test - on (B)(6) 2018: sectioning reveals an essure device in place. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea; menorrhagia, headaches, back pain, migraines and abdominal pain. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. New event pelvic pain was added.outcome for previously reported events: abdominal pain, vaginal haemorrhage, urinary tract disorder and menorrhagia and back pain was updated to recovered / resolved. Fu 3 and fu 4 processed together. Reporter information updated. Event failure to occlude added. Incident no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdomen pain') in a (B)(6) year old female patient who had essure (batch no. 3009808013) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sweaty and benign ovarian cyst. Concurrent conditions included cervical cancer, breast pain, abdominal discomfort, kidney stone, cluster headaches, sore throat, streptococcal pharyngitis, upper limb wound, infection mrsa, skin rash, rash on leg, constipation, left upper quadrant pain, vomiting, nausea, diarrhea, blackout, feeling abnormal, acute upper respiratory tract infection, nasal congestion, dry cough, pain dull, menstruation frequent, irritability, pelvic pain, menstrual cycle prolonged, rectocele, uterine prolapse and perineoplasty. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine), ethinylestradiol; norgestimate (ortho tri-cyclen) from 2000 to 2005, etonogestrel (implanon) since (B)(6) 2010, ibuprofen from (B)(6) 2018 to (B)(6) 2018, medroxyprogesterone acetate (provera) from (B)(6) 2018 to august 2018 and paracetamol (tylenol). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / heavy bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and back pain ("back pain"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2015, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced headache ("head pain"). The patient was treated with clindamycin, ethinylestradiol; levonorgestrel (seasonique) and surgery (hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, vaginal haemorrhage, urinary tract disorder, back pain and headache outcome was unknown, the menorrhagia, bladder disorder, dysmenorrhoea, dyspareunia and vaginal discharge had resolved and the migraine was resolving. The reporter considered abdominal pain, back pain, bladder disorder, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2010 and (B)(6) 2010, hysterosalpingogram test was performed and the result was failure to occlude (close) fallopian tubes. Patient had the hsg test twice because the scar tissue did not bind around one of the essure implants the first time. Previously reported essure insertion date: (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram in (B)(6) 2010: failure to occlude (close) fallopian tubes. First test showed that my tubes weren't closed. He said to come back in 2 months for another test.; in (B)(6) 2010: failure to occlude (close) fallopian tubes. First test showed that my tubes weren't closed. He said to come back in 2 months for another test. Pathology test - on (B)(6) 2018: sectioning reveals an essure device in place. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea; menorrhagia, headaches, back pain, migraines and abdominal pain. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs and mr received-previously reported event "injury to herself" updated to" abnormal bleeding (vaginal), events "abnormal bleeding (menorrhagia), bladder or urinary problems or changes, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, abdomen pain, back pain , head pain",concomitant drugs, medical history and lab data, new reporters were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.